Event description:
It was reported that there atrial lead warning that occurred on the day the patient had an open heart surgery. Lead monitor showed there was high impedance paces. The patient¿s lead was checked and was fine. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-52 implantable pacing lead, implanted: (B)(6) 2012; addr01 implantable pulse generator (ipg), implanted: (B)(6) 2012.